Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position, the balloon ruptured during valve deployment. The patient had some annular and left ventricular outflow tract (lvot) calcium and was undersized for a 26mm valve. The team was unable to retrieve the burst balloon through the esheath. The physician attempted to remove the delivery system and balloon to try and save the patient from having a surgical cutdown at the site. They were able to remove the sheath and delivery system, but the balloon remained stuck in the artery. The patient required a surgical cut down to remove. A vida balloon was used to post dilate. The patient left the room in stable condition.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned.

Manufacturer narrative:
The returned device was visually examined, and the following was observed: the distal portion of the inflation balloon was radially torn and folded over itself and the nose tip. There was deformation on balloon spring. It seemed uncoiled and misaligned. Radial and longitudinal burst at the distal portion of the inflation balloon. Radial burst at the onset of the proximal shoulder of the inflation balloon. The rest of the working length and proximal shoulder of the inflation balloon were missing and not returned. All measurements taken of the balloon single wall thickness met the specification. 3mensio report was reviewed and revealed the following: a calcium nodule was present in the implant site. Calcification was present in the access vessels and bifurcation. Tortuosity was present in the access vessels. Imagery was reviewed and revealed the following: balloon burst and folded over itself and the nose tip. Deformation on the spring balloon. The complaint for delivery system balloon burst, difficulty or inability to withdraw system through sheath, and system components separation during use were confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No other visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per event description, "during implant of a 26 mm sapien 3 ultra valve in the aortic position, the balloon ruptured during valve deployment. The patient had some annular and lvot calcium". The imagery revealed calcium nodule in the implant site, and calcification and tortuosity in the access vessels and bifurcation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Also, as the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Furthermore, patient calcification and tortuosity in the access vessels and bifurcation may further increase the withdrawal difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported balloon separation. The observed deformation on the balloon spring indicates excessive manipulation and support the suggested root cause as described above. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. While IFU/training manuals are not listed in the technical summary, review of the instructions revealed similar contents as documented in the technical summary. Therefore, the IFU/training manuals as identified in the technical summary are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst, patient (calcification, tortuosity) and procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty and procedural factors (excessive manipulation) contributed to the balloon separation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.